Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a review of the black box indicated occlusion alarms had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no occlusions occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. Reportedly, the pump had emitted frequent occlusion alarms despite changing supplies. The patient reportedly experience blood glucose (bg) less than 70mg/dl but greater than 40mg/dl with no signs or symptoms of hypoglycemia due to over-bolusing after a bolus was cancelled from an occlusion alarm. The alleged bg excursion does not meet animas¿ criteria for a serious injury. This complaint is being reported because the reported occlusion issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.